Manufacturer narrative:
(B)(6). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. (B)(4). Was any portion of the target tissue stapled or cut when the power would not work? If yes, were the staple line and cut line approximately equal in length? What troubleshooting steps were attempted to open the device (knife reverse button, manual override)? Did the jaws of the device eventually open? If no, how was the device removed from the tissue? What was the product code of the cartridge (gst60t, ecr60d, etc.)?

Event description:
It was reported that during lobectomy the surgeon was firing over lung tissue when the power would not work and could not get jaws open. Another like device was used to complete the procedure. There were no reported patient consequences.